Event description:
It was reported that the customer was hospitalized due to high blood glucose and had issues with the insulin pump keypad. Customer stated he had issues with the insulin pump, not responding. Customer kept on entering insulin but it would not deliver. During the hospitalization the customer was treated with IV fluids and insulin. Customer was wearing the insulin pump at the time of hospitalization. The blood glucose reading was 537mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.